Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The smart control stent had deployment difficulty. The stent only deployed about 30mm. Upon withdrawal, the device and the sheath got stuck. The physician was unable to retrieve the stent. The stent is still in patient.